Event description:
It was reported that the outer plastic casing of the catheter was frayed. The 100% stenosed target lesion was located in a moderately tortuous vessel. A 2.1mm jetstream xc catheter was selected for an arterial angioplasty procedure to treat peripheral arterial disease. The jetstream xc catheter was prepared properly and advanced into the patient without issues. One pass was completed without issue, but the second pass resulted in fraying of the outer plastic casing of the catheter at mid shaft. The catheter was pulled out of the sheath intact. The procedure was completed after the second pass and a third pass was unable to be performed, but the treatment was deemed mildly successful. There were no patient complications as a result of this event.